Manufacturer narrative:
Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The result of the ftir concludes the material being a medical grade lubricant, which is used as a material in our process to exercise the smooth movement of a plunger in the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Pet owner reported pushing "clear liquid" from the barrel onto the needle tip before injection. He does not use syringes with the "clear liquid" found. Lot: 3352108 catalog: 328521 date of event: unknown samples: yes cl.